Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was inverted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The system logs showed error 22020 pointing to the universal surgical manipulator (usm) 2. Due to a lack of time, the surgeon declined to press the e-stop button for logging the kinematic data. The endoscope worked normally and started to behave strangely after it was rotated. The endoscope hash marks matched with the chosen orientation. The problem persisted after the camera was reseated. The surgical staff swapped to a different endoscope to continue the procedure. The procedure was completed with no reported injury. On 11-oct-2021, isi contacted the site and obtained the following additional information regarding this event: the endoscope was inspected prior to use. No damage was observed. The procedure was completed with a 0 degree endoscope and there was no patient harm. A procedure delay of approximately 30 minutes was incurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The camera instrument adapter (aea) was noted to have damage/friction issue. The shaft around the retaining ring and the gear roll showed scratches and wear. The root cause was found to be related to mishandling/misuse. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. The 30 degree endoscope has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed the customer reported complaint. The camera instrument adapter (aea) was noted to have damage and a friction issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.